Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt lost stimulation coverage. X-rays revealed the leads migrated. Follow-up revealed the physician explanted the leads and placed a different type of lead. Pt is experiencing effective pain relief. Note the pt received two leads from the same lot number.